Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pancreaticoduodenal artery using a lantern delivery microcatheter (lantern), a pod packing coil (pod pc), a diagnostic catheter, and a sheath. It was noted that the patient¿s anatomy was very tortuous. During the procedure, the physician successfully implanted several coils in the target vessel using the lantern. While attempting to place the next pod pc in the target vessel, the pod pc kept pushing back on the lantern. It was reported that the placement of the pod pc was closer to the end of the vessel than previously visualized causing it to push the lantern back into the main branch. The physician then attempted to reposition the lantern and inadvertently kinked the distal tip of the lantern. It was also reported that the physician could not see the tip of lantern as the packing was dense. Therefore, the pod pc and the lantern were removed. The procedure was completed using a smaller ruby coil and a new lantern. There was no report of an adverse effect to the patient.